Event description:
The device reportedly would not display the pt's ECG during the reported event. The service indicator was allegedly illuminated as well. The facility was contacted for further details from the reported event.